Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, the right ventricular (rv) lead exhibited high defibrillation impedance and externalized conductors. Fluoroscopy was performed, and externalized conductors were confirmed. On (B)(6) 2025, the physician capped and replaced the right ventricular (rv) lead. The patient condition was stable.